Event description:
It was reported that during an ICD exchange, x-ray imaging showed insulation damage with cables outside the lead body near the tricuspid valve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.